Manufacturer narrative:
Covidien reference number (B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that an 840 ventilator failed the breath delivery power on self test (post). The ventilator was not in use on a patient at the time the event occurred.